Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Suspected cause was due to having a basal rate that was too high. Reportedly, customer lost consciousness while trying to address bg level. Subsequently, the customer went to the emergency room and was hospitalized in the intensive care unit. At the time of the reported event, the treatment had resolved the issue and there was no damage reported; however, the customer was still admitted in the hospital. Customer was treated with intravenous fluids of saline and carbohydrates to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.